Manufacturer narrative:
(B)(4). Date sent: 3/5/2026 investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the b12xt device was returned inside it's unopened packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a dent in the tyvek. The sterility was not compromised. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. Device history review a manufacturing record evaluation was performed for the finished device lot 147d64 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2026. D4: batch # 147d64. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? ¿ back of the plastic blister. 2. Was sterility compromised as a result of the packaging damage? ¿ high likelihood of sterility compromise is expected. 3. May we know if the item is available for return? If the item is not available for return, please let us know as well. ¿ yes, it¿s already been collected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, defective packaging. No patient consequences were reported.